Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the report and the (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported in a journal article that there were ¿presumed silicone oil droplets in the vitreous cavity after intravitreal bevacizmab injection¿ with unknown bd¿ insulin syringe(s).

Manufacturer narrative:
Correction: MFR report # 2243072-2018-00026, MDR (B)(4) supplemental was filed as a correction as per the FDA,. However the follow-up# in initial filing on g tab was inadvertently listed as follow-up #2. This supplemental has been corrected to reflect the correct follow-up#, g tab shows the correct follow-up# which should be follow-up 1 and h tab shows correction note.

Event description:
It was reported in a journal article that there were ¿presumed silicone oil droplets in the vitreous cavity after intravitreal bevacizmab injection¿ with unknown bd¿ insulin syringe(s).

Manufacturer narrative:
Correction - the initial MDR was reported as a serious injury. After further evaluation, there was no report of serious injury or medical intervention. H.1. Type of reportable event: malfunction. H.6. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.